Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an improper peel is confirmed and was determined to be manufacturing related. One photograph of a microintroducer sheath attached to a powerpicc catheter shaft was returned for evaluation. An initial visual observation of the returned photograph showed what appeared to be an orange tab microintroducer sheath partially torn and attached to a powerpicc catheter shaft. The components were observed to be implanted into a patient. The microintroducer orange table was observed to be split apart, and the gray sheath was observed to be partially split. An orange ring of plastic remained on one side of the pull tab surrounding the catheter shaft, causing the catheter to remain attached to the microintroducer tab. The returned photograph was found to exhibit the same features as a known issue, and the root cause was found to be within the scope of a CAPA. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during use peel-apart was not separated as usual. A thin layer of peel-apert had to be cut with knife. No impact to patient.